Manufacturer narrative:
Follow-up #1 06/12/2013 ¿ device evaluation: no cartridge was returned for investigation; a retained sample from the lot was tested by product analysis on (B)(4) 2013 with the following findings: a leak test was performed with no failures being observed; there were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge. A cartridge force test was performed and the cartridge was observed to be within specifications.

Manufacturer narrative:
The cartridge has not been returned to animas. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 it was reported that the patient experienced blood glucose over 500mg/dl with vomiting and ketones. At the same time the reporter stated that the pump was unable to be primed even though the cartridge and infusion set was replaced three times. Since the connection between the alleged product issue and the blood glucose excursion cannot be ruled out, this complaint is being reported.